Event description:
It was reported that the reservoirs were occluded. Insulin was squirting out even if the plunger was not touching the reservoir. A temporary vent blockage was possible. Customer's blood glucose level was 119 mg/dl. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.